Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A customer reported via phone call indicating that they had experienced a "critical pump error" their insulin pump. The customer's blood glucose level was 3.9 mmol/l at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with a critical pump error open book error and broken force sensor was detected in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per our visual inspection. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, fading serial number label and minor scratched display window, case and keypad overlay.